Event description:
It was reported that an ilet user awoke with elevated blood glucose and the device delivered multiple correction doses; the user was guided to change the cartridge/infusion set due to suspected infusion issue while a large volume of insulin remained, and blood glucose subsequently returned to range. Investigation included review of device-reported data and user troubleshooting with infusion set replacement. Further investigation of this case revealed no confirmed device malfunction, and a probable infusion or delivery issue could not be ruled in or out. There was no user reported symptoms associated with hyperglycemia. Outcomes included no injury and recovery to baseline. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.